Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an in-use ilet bionic pancreas exhibited a loss of display/blank screen while the device body was hot to the touch, would not power on despite a visible blue indicator light, and required replacement. Symptoms included no reported adverse physiological effects. Outcomes included no medical intervention, no hospitalization, and continued cgm use via the dexcom app or receiver while awaiting the replacement. Investigation included customer service troubleshooting and logistics review for replacement and return. It was concluded, based on previously established findings for similar reports, that the cause was device failure of unknown root cause pending return evaluation.